Event description:
In the operating room when the side of the knife blade had broken off. The small broken edge of the blade was broken off. The type of surgery was colectomy. The blade was removed with needle holder. The surgeon took xrays to make sure blade was not in the patient.